Event description:
It was later reported that this was the second ra lead dislodgement.

Event description:
It was reported that the right atrial (ra) lead was exhibiting intermittent capture and had dislodged due to poor attachment to the atrial wall. The lead was explanted and replaced. The patient is a participant in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the two dislodgements occurred within one day of each other, the ra lead was sensing r-waves and the atrium could not be paced.